Manufacturer narrative:
The product has not been provided for investigation. Evaluation based on the received information: as the product has not been returned, a final determination is not possible. An analysis on similar complaints on this product showed in comparable cases with returned electrode a break caused by excessive force during application as the most probable reason for the failure. The device history records have been checked and found to be according to the specification, valid at the time of production. The following point can be found within the corresponding IFU 97000160 v10.3/01/2019: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the loop broke off inside patient. No negative impact in state of health reported.